Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that the needle was lost, was the needle found? Yes. Were the needle piece(s) retrieved during the same procedure? Yes. Does the piece/device remain retained in the patient's tissue? No. If the piece(s) were retained, where are the located/in what structure? N/a. If retained, were there any patient consequences? N/a.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the suture when the surgeon performed an intradermal suture. The needle was found and retrieved during the procedure. A like device was used to complete the procedure. There were no adverse patient consequences reported.